Manufacturer narrative:
Date rec¿d by MFR : 02jul2019, date of report : 13aug2019. The device was evaluated by the service engineer and the reported issue was confirmed. The service engineer replaced the touchscreen. The unit was returned to service. The touchscreen was received for evaluation. After testing, it was determined that the resistance was out of specification, which caused the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the ventilator had a touchscreen failure. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified; estimate used.